Manufacturer narrative:
The device was received fully deployed, though the soft cannula was not visible in the bottom housing window. Inspection of the fluid path components found the soft cannula to be torn and shortened from the unexposed portion of the soft cannula, resulting in the exposed portion of the soft cannula not being attached to the returned device. The length of the soft cannula measured below specification at 0.5735 inches. It could not be determined when or how this damage occurred. Inspection of the download data found that the pod generated an 0x69 alarm, indicating occlusion during runtime (threshold exceeded at end of bolus). An increase in pulse widths occurred near the end of runtime in tandem with the occlusion alarm. During the inspection of the fluid path, blood was observed in the formed needle. The blood blockage in the formed needle was preventing fluid from flowing through the hard cannula. After clearing the blood blockage from the hard cannula, fluid could flow through the hard cannula. No damages or deficiencies were observed that would contribute to bleeding at the infusion site. The exact cause of the bleeding could not be determined. The blood inside the formed needle was confirmed to be the cause of the 0x69 occlusion alarm. It could not be determined if the damage to the soft cannula contributed in any way to the reported event and it could not be determined if there were any damages or defects in the soft cannula prior to the partial soft cannula removal that would have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient¿s blood glucose level rose to 300 mg/dl while wearing the pod between 37 and 48 hours. Investigation of the returned pod found the soft cannula to be torn and shortened, and a blood blockage was identified within the fluid path in the formed needle. The device was initially reported for persistent hyperglycemia and occurence of an alarm indicating ¿insulin delivery stopped. Replace pod". No medical assistance was required.